Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; however, a recorded video of the reported problem was provided. The reported problem was confirmed during review of the video. The customer was contacted for return of the suspect product. We are unable to determine the root cause until the device or suspected part has been received for evaluation. Analysis for reports of this type has not identified an increase in trend.